Event description:
The customer reported the device would not charge the battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would not charge the battery. There was no reported patient involvement. A philips field service engineer evaluated the device, confirmed the failure, and determined that there was a failure of the ac power supply. The ac power supply was replaced to resolve the failure. The device passed all performance assurance tests and remained at the customer site.